Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating and smoking. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is still in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating and smoking. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.